Event description:
Loss of osseointegration, primary stability was achieved, implant was completely covered with bone, thread tap used, diabetes mellitus, infection, pain, swelling, bleeding, mobility.